Event description:
Caller reported aviva system 1 blood glucose result of 170 mg/dl and aviva system 2 blood glucose result 90 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2. Strips not available for return.